Event description:
Clinic notes were received for review from neurology on a vns patient. It was reported that on office visit (B)(6) 2012 that they do not swipe her magnet because it does not work. Vns settings: 2.00/30/500/30/1.8 mag 2.25/60/500. Education was provided to the caregiver on the use of the magnet. They had zero magnet uses and were averaging 30 seizures per month. Additionally at the same visit, the patient was reported to have been to the emergency room the week prior as she was having more seizures and anxiety attacks. Their vns was adjusted. The therapy level was brought up and interval shortened. Their treating physician wanted to switch the patient to depakote from dilantin but their insurance is not covering it and they are back on dilantin 100mg four every 8 hours. It is unknown if the patient's seizures are above or below their prevns baseline level. The patient had a prophylactic replacement of their vns generator and it is at the manufacturer pending completion of product analysis. Good faith attempts are underway.

Event description:
Product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further information has been received about the patient's reported event.